Event description:
It was reported that an asymptomatic patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were suggested but the programming changes were not made at this time.

Event description:
New information received indicated that the patient presented to the clinic on 1 nov 2022 and programming changes were made to the device. There were no adverse health consequences to the patient.